Manufacturer narrative:
Final analysis revealed that the proximal insulation was abraded at 12.7 cm from the connector pin and at 18 - 19, 20 - 20.7 and 23 cm from the connector end. The location of these abrasions are consistent with that of friction to another implantable device. The multiple abrasions would account for the reported noise problem.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the right atrial lead exhibited noise. The noise was reproducible with isometrics. The lead was removed and replaced.